Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized with a blood glucose level of 616 mg/dl. The customer did not provide the time and date of the hospitalization. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer reported frequently no or intermittent response by the act button on the insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.